Manufacturer narrative:
A new IV pole was attached to the device.

Event description:
It was reported that a patient was cut the by the sharp edges of an altered IV pole hook. The alleged injury required 13 staples. It is unknown how the hook became damaged and altered, however the IV pole hook had been reattached incorrectly at some point while the device was in service with the user facility. The user facility does not have a record of the device being serviced for this issue.